Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris on the intraocular lens was found during handling but prior to insertion. There was no patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Corrected data: in the initial MDR, the reporter's first name initial was entered. However through follow up the initial reporter's correct first name and middle initial were provided, therefore the field was populated accordingly. Reporter's name: (B)(6). In addition the initial reporter's address and phone were provided, therefore those fields are now populated. (B)(6). Device evaluation: the lens was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.